Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver cyst extraction with no clips involved the active blade broke and fell off into the patient. They found the tip and it´s attached on the harmonic handle. Patient condition is stable.